Event description:
Healthcare professional reported "deflation" and "white chalk looking substance". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Clarification to d6a: partial date reported as "2000's". Continued e1 -- alternate email address: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.